Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a high temperature error message on the screen and when we plug in the scope, it has red blue green and white lines flipping around on the screen. The issue occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9; g3; h2; h3; h4; h6 and h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e101 error; internal temp of the light source was increased. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. From the instructions for use (IFU) manual: section 8.3, returning the light source for repair, it states that olympus is not liable for any injury or damage that occurs as a result of repairs attempted by non-olympus personnel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.